Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
Related manufacturer reference: 2182269-2017-00057, 2030404-2017-00013. During a cryo ablation procedure, the patient developed complete heart block. The livewire and supreme catheters were in the heart, and the viewflex ice catheter was being placed in the heart in preparation for the transseptal left side access when the heart block occurred. It is unknown which catheter made contact with the his region in the heart, causing the heart block. The patient had to be emergently paced, however the procedure was completed and the patient was followed and paced overnight. Electrical conduction was regained and the patient was stabilized.